Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator, serial # (B)(4), found that the service life had started prematurely.

Event description:
It was reported that there were telemetry issues. It was stated that the implantable neurostimulator (ins) was unresponsive to telemetry attempts from the clinician programmer (cp), patient programmer (pp), and implantable neurostimulator recharger (insr). It was stated that an ins overdischarge was suspected, but had not been confirmed. It was noted that the healthcare provider (hcp) had decided to implant a different ins. Additional information received reported that while the patient was on the operating table, no response could be received from the ins while using a cp or a pp. It was stated that the ins was close to its expiration date and had no energy. It was stated that the issue was an out of box failure.